Manufacturer narrative:
The mountaineer minipolyaxial screwdriver [product code: 2883-04-000, lot no: ag2038350] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. The device was sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the screwdriver tip becoming broken cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static shear failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mountaineer screwdriver has a twisted tip (can I get just the handle without sleeves?) Expedium torques were starting to strip from typical use. No adverse event, we had back up drivers